Event description:
The company was informed that the patient had a dura lesion closed during the initial surgery. The following day the patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant. It has been reported that the patient is doing well.